Event description:
Customer reported the insulin pump was broken and it hasn't been working for a few days. She has been experiencing high blood glucose and it alarms no delivery during bolus. She hits resume and issues persisted. Troubleshooting for physical damage was performed and device alarmed battery out limit. Damage was noted at the bottom of the battery compartment. Blood glucose was 384 mg/dl. Customer inserted a new battery and the display stayed blank. Due to device having physical damage no other troubleshooting was performed. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.